Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while reviewing the interrogation of the patient's device the device clinic nurse noticed t-wave oversensing (twos) on the patient's right ventricular (rv) lead. Consultation with the manufacturer resulted in a suggested programming change that was implemented two days later. The resolution of the observed twos will be reviewed at the patient's next scheduled device check. No other changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.